Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an intraocular pressure (iop) spike thirty days following a micro-stent implant procedure. Medical treatment was required and the patient's symptoms are ongoing/continuing.

Manufacturer narrative:
Product evaluation: no sample has been returned for evaluation for the report of intraocular pressure (iop) spikes; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of device malfunction. A possible root cause is that postoperative elevated iop is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).